Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following section d10, g4, g7, h2, h3, h6, h10. 61- intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. This failure is most commonly caused by mishandling/misuse. The electrical continuity was tested and passed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument involved with this complaint. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. An instrument log review of the product related to the complaint cannot be performed as incomplete product information was provided. A system review was performed for the reported event date, but the instrument was not used on the reported date. No photo or video was provided by the site for review. Based on the information provided, this complaint is being reported due to potential instrument arcing. The fenestrated bipolar forceps instrument had a burn mark with no evidence or claim of user mishandling or misuse. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that after a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument was noted to have burnt damage on the plastic part. The procedure was completed with no reported injury.